Event description:
It was reported that the customer's insulin pump over delivered insulin. The customer's mother had to call the emergency medical services to assist with the low blood glucose levels. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.